Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a 'check plunger sensor' even after turning it off and then on again. Patient involvement is unknown.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on the corner of the right plunger case. Event history log review was not applicable. The device failed functional testing as the flippers on the plunger left case were not closing properly, causing a ¿check syringe plunger sensor¿ error message. Upon investigation, it was found that the device had a broken plunger assembly. The root cause was determined to be tight plunger flippers. The plunger assembly kit was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.